Event description:
Pain [ankle] [arthralgia]. Could not bear weight on his right foot [ankle] [weight bearing difficulty]. Felt the synvisc-one ooze in and out of the joint [ankle] [sensory disturbance]. Injection site pressure sensation / pain during injection [ankle] [injection site pain]. Joint became hard and had difficulty moving the ankle [ankle] [joint range of motion decreased]. Case description: spontaneous report was received on (B)(4) 2011, from a consumer regarding a (B)(6) pt, initials (B)(6), with arthritis. The pt's medical history included synvisc administration in 2004, and physician therapy for his back, leg, and ankle after an accident in 1989. On (B)(6) 2011, the pt initiated synvisc-one in the right ankle. The pt experienced pain with the administration. The pt could not bear weight on his right foot. The pt stated that the hcp (health care professional) told him there was lots of pressure on the ankle during the injection and he thought the ankle might explode. On (B)(6) 2011, the pt went to the emergency room due to the pain. He was given a shot of an unspecified medication and a prescription for norco (acetaminophen and hydrocodone). The pt saw his hcp on (B)(6) 2011, for a follow up and had to walk with crutches. The pt stated that he could feel the synvisc-one ooze in and out of the joint. The joint became hard and he experienced difficulty moving the ankle. At the time of this report, he was back to walking without crutches and continued to ice down the ankle. The action taken with synvisc-one was not provided. The pt's outcome for the events was not provided. Concomitant medications were not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2011. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product was not affected by the report.